Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the below the knee (bk). A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for endovascular thrombectomy (evt). During the procedure, the balloon ruptured upon initial inflation. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There was no patient injury and the patient was in good condition after the procedure.